Event description:
It was reported that the patient presented in clinic with syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited noise oversensing resulting in intermittent pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition and was discharged following the procedure.